Event description:
It was reported that the metal of the device bent during tightening and the device would not longer maintain a tight grip, which could result in inaccuracy. Further attempts to obtain additional information are ongoing.

Manufacturer narrative:
During the functional inspection, the device was tested with applicable mating components and could successfully be assembled without issue, demonstrating a solid, rigid fit. No root cause could be determined.

Event description:
It was reported that the metal of the device bent during tightening and the device would not longer maintain a tight grip, which could result in inaccuracy. Further attempts to obtain additional information are ongoing.

Event description:
It was reported that the metal of the device bent during tightening and the device would not longer maintain a tight grip, which could result in inaccuracy. Further attempts to obtain additional information are ongoing.